Event description:
It was reported that the patient died. Vascular access was obtained via internal jugular approach. The target lesion was located in the common iliac, external iliac and common femoral vein in the right leg. The patient presented with deep vein thrombosis extending from right common iliac vein to popliteal vein. Thrombectomy was performed with an angiojet zelantedvt under power pulse mode of lytic followed by 30 minutes of dwell time and a 12.5mg tissue plasminogen activator was used. Post-dwell, thrombectomy mode used for 98 seconds with the same catheter. A 12x 4 mustang, 14x4 and 16x4 xxl balloon catheters were used post thrombectomy. The patient was stable for sometime then began losing o2 saturation levels. Laryngeal mask airway was then inserted in the patient's airways which immediately followed by code blue. Hypoxia occurred roughly 20 minutes post procedure. Lifesaving measures were performed but the patient was deceased day after the case was completed.